Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false downstream occlusion alarm. Service evaluation verified the false downstream occlusion alarm. The cause was identified to be an out of specification force sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a false downstream occlusion message. There was no patient involvement. No additional information is available.